Event description:
Expressew suture needle broke during rotator cuff surgery. The needle was extracted from joint by the surgeon. Tip of needle was found removed. Site x-rayed to confirm all removal of all fragments.